Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced isi core controller to resolve the issue. The system was verified and ready to use. Isi has received the controller for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that the system displayed errors at power up and remained stuck on a spinning wheel on the touchscreen monitor despite multiple customer-initiated power cycles. Tse performed an additional full system power cycle and an emergency power off, but the spinning wheel condition persisted and no associated errors were observed in the remote connectivity review. The system was powered down again, all breakers were turned off, and the emergency power off switch at the rear of the robot was pressed; the fiber cable at the rear of the robot was disconnected and capped, after which the robot powered on normally in a reduced mode. The vision side cart (vsc) was then powered on while isolated from the surgeon side consoles, and the spinning wheel still appeared at vsc startup; no external video connections were present at the rear of the vsc, and power lights were observed on internal components. The user aborted the procedure with no patient involvement.